Event description:
Falsely elevated troponin I results were obtained on six patients' samples. The results were reported to the physicians. The original samples were retested and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a hole in the hm wash pump.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a hole in the hm wash pump. A siemens healthcare diagnostics, inc. Field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.